Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer stated there was fluid under the screen. Customer was swimming in the ocean. Moisture damaged caused button issue. Customer stated there was no physical damage on the insulin pump. Troubleshooting was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. The insulin pump will be returning for analysis.